Manufacturer narrative:
B3- date of event is estimated. A4- patient weight is unknown.

Event description:
It was reported patient's scs leads had migrated and confirmed via x-ray. As such surgical intervention was undertaken wherein both leads were replaced, and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.